Event description:
A report was received that shortly following a pocket revision (refer to mfg. Report # 3006630150-2011-00542) the patient reported difficulty charging. The ipg's database was analyzed and confirmed the ipg was exhibiting premature battery depletion. A battery replacement has been recommended.

Manufacturer narrative:
The explanted ipg was not returned to bsn for evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that shortly following a pocket revision (refer to mfg. Report # 3006630150-2011-00542) the patient reported difficulty charging. The ipg's database was analyzed and confirmed the ipg was exhibiting premature battery depletion. A battery replacement has been recommended.